Manufacturer narrative:
Due to character limit in the e1 section event site name, (B)(6). Rationale for discrepancy between date of event and date received by mfg: there was a discrepancy between the aware date and event date. As per the details provided the aware date is prior to the event date. We are following up with the customer and will update regarding this as soon as we get the pertinent information in the followup report. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had deflated balloon inside the patient. The injury information is unknown.

Manufacturer narrative:
Updated field- b4, b5, g3, g6, h2, h11, corrected field- d10, e3, e1 (initial reporter name, event site email), h6 (medical device ¿ problem code, investigation findings, health effect ¿ impact codes). In initial emdr (record (B)(4)) g3 date (date received by mfg) was initially reported as 13th feb 2025. However, as per new update received by getinge fse, the correct g3 date is 14th feb 2025.

Event description:
It was reported that during use on patient, the cardiosave intra aortic balloon pump (iabp) had deflated balloon inside the patient. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 - medical device problem code, type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit but there is no information if the fse was able to confirm or not confirm the reported issue, because the fse reported that the cardiosave services completed. Safety and functional checks complete per service manual and passed to factory specifications. Good faith efforts (gfe) attempts were made to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.